Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that right before using these pads for therapy, a clinical engineer found there was no water flow between the fluid delivery line and the pads. An error 001 and 002 were confirmed. After replacing the pads, the problem did not reproduce.

Manufacturer narrative:
The reported issue (it was reported that right before using these pads for a therapy, a clinical engineer found there was no water flow between the fdl and the pads. Error 001 and 002 confirmed. After replacing the pads, this trouble didn't reproduce) was confirmed, as cause unknown. Visual inspection noted that the right thigh pad and left thigh pad energy connectors were damaged at the tip of the connector. The left chest and right chest pads were found to have the energy connectors free of damage. All the pads were found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector. The seal between manifold connector and pad was found completely sealed, the pads were noted with sealing presence. No manufacturing related issues were noted during the visual evaluation of the pads returned. The flow rate was found to be unacceptable for the right thigh pad and left thigh pad (the flow rate was inconsistent due to the energy connectors being damaged). As for the rest of the returned pads, the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.

Event description:
It was reported that right before using these pads for therapy, a clinical engineer found there was no water flow between the fluid delivery line and the pads. Error 001 and 002 were confirmed. After replacing the pads, the problem did not reproduce.

Event description:
It was reported that right before using these pads for therapy, a clinical engineer found there was no water flow between the fluid delivery line and the pads. Error 001 and 002 were confirmed. After replacing the pads, the problem did not reproduce.

Manufacturer narrative:
The reported issue was confirmed. The visual inspection noted that the right thigh pad and left thigh pad energy connectors were damaged at the tip of the connector. The left chest and right chest pads were found to have the energy connectors free of damage. All of the pads were found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector. The seal between the manifold connector and the pad was found completely sealed, the pads were noted to have sealing presence. No manufacturing related issues were noted during the visual evaluation of the pads returned. The flow rate was found to be unacceptable for the right thigh pad and left thigh pad (the flow rate was inconsistent due to the energy connectors being damaged). As for the rest of the returned pads, the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.